Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that customer received excessive button error alarms. Customer's blood glucose was 19.6 mmol/l. Insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm or c33 alarm noted. The insulin pump has scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.